Manufacturer narrative:
This ipg serial number was included in field advisories. Eval codes: results: the complaint for "ineffective stimulation" was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to mfg specs using the autotester. The ipg passed all tests. Both septa were discolored and had adhesive voids along the edge of the septum seal. Further visual inspection of the device found that the lower header chamber had excess body fluid. The adhesive void would have allowed fluid to migrate into the header assembly, which would have created an add'l current path for stimulation. The leakage current at the header could have resulted in the effective stimulation the pt was experiencing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report #1627487-2014-20123.